Event description:
It was reported that a vns pt experienced an arrhythmia described as av block type ii as a side effect from vns therapy. Further information was received from the treating physician indicating the pt did not have any prior history of cardiac events and the av block occurred post operatively. Moreover, the physician indicated the arrhythmia did not correlate with the on time of the programmed device settings and did not occur while performing diagnostics. However, the av block occurred after a setting change as the output current was increased from 1 ma to 1.5 ma. The treating physician believes vns exacerbated the av block and determined to be related to stimulation. At the moment, interventions taken were to program vns off and monitor the pt as the event recurred after vns was off. The treating physician would like to continue vns therapy while maintaining the pt under cardiac monitoring. Good faith attempts to obtain additional information have been unsuccessful to date.